Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E1, e2, e3, and h4 were also updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was most likely due to improper reprocessing as a result of leakage at the electrical connector. However, the root cause of the event could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had residual liquid. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process found the following: the grip had a scratch, the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the right/left and up/down knobs both had a scratch, due to deformation of the electrical connector guide pin the water tightness was lost, the scope connector cover unit had a scratch, the suction connector had a scratch, the sheet holder unit had corrosion due to water leakage, due to wear of the angle wire the bending angle in the right direction did not meet the standard value, the connecting tube had coating peeling, the distal end was shaved, the adhesive around the light guide lens had a scratch, the adhesive around the objective lens had discoloration, and due to annual inspection some parts needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.